Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 428 (mg/dl) for 2 days. Reportedly, the customer stated that they are currently undergoing chemotherapy. Customer changed their supplies on the morning of (B)(6) 2016, but their bg levels remained elevated. Customer indicated that they will administer insulin injections to treat their bg levels. System check with tandem technical support indicated pump was performing as intended. Review of pump data during the system check revealed that the customer had received 2 incomplete bolus alerts on the morning of (B)(6) 2016. Customer indicated that they had intended to deliver a bolus, however, they were unsuccessful in doing so. Recommendation was made to consult with their health care provider to discuss diabetes management.